Event description:
Q: lv impedance >3000 d: caller provided patient serial number. R: looked up patient in carelink. Confirmed alert: left ventricular lv ring to rv coil lead impedance warning on (B)(6) 2023. Reviewed current egm discussed taking serial impedances and thresholds in current configuration, and other lv polarities: lvt torvc; lvt to lvr; lvr to lvt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).